Event description:
The customer contacted baxter's service center to report one of his lines was loosely connected and had air in it, which occurred on the homechoice machine during fill 1. The home patient (hp) disconnected themselves and the solution bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware that the hp left the connections loose and air entered the setup. The rn stated the hp has had no injury or medical intervention from this incident. There were no further details.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error, an incomplete connection. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.